Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had dropped her monitor on her ankle, resulting in a bruise. The patient's nurse provided the patient with aspercreme to use on the bruise. After using the aspercreme on her bruise, the patient reported that it was healing. There were no allegations of a device malfunction contributing to the bruise.